Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (approximately 600 mg/dl). Customer was treated through intravenous insulin drip. Troubleshooting was performed and found that the luer lock was loose. Contact properly reconnected the luer lock and resumed insulin delivery.